Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer at (B)(6) reported that a subtle artifact was present on a patient¿s head images and had been an on-going issue that has caused the radiologist to recommend follow-up MRI studies. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse evaluated the system with phantom testing and determined that there was a faint, but visible circle (filled in), about half the size of a dime, in the center of the images which measured within the +/-4 hounsfield unit specification, although close to the limit. The customer currently performs daily air calibrations and the fse recommended performing air calibrations every 5 hours. It was also stated by the philips fse that the system has the old 7 fan data management system (dms) and all fans are running; also the compensator is in good condition. Fans on top of the CT are running and the room temp is within spec and stable. Dicom images and screenshots were provided to CT engineering for further evaluation. The philips fse was contacted regarding this complaint and a subsequent complaint reported. It was confirmed that the brain artifact in the subsequent complaint and this complaint were exactly the same. It was also confirmed that the artifact issue was resolved by replacing the untiled data management system (udms) to a tiled data management system (tdms). There were no artifacts present after this correction was performed by the fse. CT engineering investigated this issue and determined the images and screenshots showed that the central region of the image showed a circular area that was darker than the surrounding area. This circular area is created by several of the detector modules having a different response during the scan than during the calibrations. This change in response can be caused by several possible conditions including, but not limited to, a difference in the detector temperature during the scan compared to during the calibrations, or due to the electronics response changing over time. The detection system replacement that resolved the issue on site is consistent with detector module response change leading to the image artifact since the detection system replacement would replace all of the detector modules with new modules. CT engineering determined this issue to be an acceptable risk with the following mitigations applying: · perform iq verification & review. Daily and monthly image quality checks by operator. Verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. · operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. · the system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. · the CT scanner shall be operated by qualified operators only.

Event description:
In this case, based on the information available, the customer reported that a subtle artifact was present on a patient's head images and had been an on-going issue that has caused the radiologist to recommend follow-up MRI studies. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse evaluated the system with phantom testing and determined that there was a faint, but visible circle (filled in), about half the size of a dime, in the center of the images which measured within the +/-4 hounsfield unit specification, although close to the limit. The customer currently performs daily air calibrations and the fse recommended performing air calibrations every 5 hours.